Event description:
It was reported that the pace/sense impedance had decreased, the capture thresholds had increased, and the sensing was erratic. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.